Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) and the invisalign product was being used,

Event description:
The patient reported fracturing, pulpitis, and extraction of tooth # 3 (upper right 1st molar), gingival inflammation, pain (of the head, mandible, maxilla, tmj), pain with cold, hot and while lying down. The patient reported visiting a dentist, who extracted tooth # 3. The patient reported being prescribed ketorolaco (anti-inflammatory) celebra with supracalm and somno (anti-inflammatory) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020 and the patient is currently asymptomatic.